Event description:
Developed corneal ulceration, the left eye while wearing soft contact lenses and using renu moistureloc solution. Unresponsive to topical antibiotics. Culture from corneal scrapings positive for aspergillus species. Pt has a paracentral ulcer which may result in some visual loss. Currently being treated with topical amphotericin -1.5mg/ml- and natamycin 5%. The infection appears to be responding to this treatment.